Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("my hair has been coming out too by handfuls when I wash my hair"), ovulation pain ("I also get really bad sharp throbing pains during ovulation"), ovarian cyst ("I also get cyst on my ovaries if I'm not kept on bc"), chest pain ("chest pain"), pulmonary thrombosis ("blood clots in both of my lungs") and hot flush ("hot flashes"). The patient was treated with acetylsalicylic acid (aspirin), antithrombotic agents, venlafaxine hydrochloride (effexor) and surgery (total hysterectomy on 1st april (year unspecified)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, chest pain, pulmonary thrombosis and hot flush outcome was unknown, the alopecia was resolving and the ovulation pain and ovarian cyst had resolved. The reporter considered alopecia, chest pain, hot flush, medical device removal, ovarian cyst, ovulation pain and pulmonary thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hair loss, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events chest pains, blood clots in both lungs and hot flashes were added. Treatment drugs were added for blood clots in lung and hot flashes. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("now my hair is not coming out"). The patient was treated with surgery (total hysterectomy on (B)(6)). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia was resolving. The reporter considered alopecia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hair loss, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("my hair has been coming out too by handfuls when I wash my hair"), ovulation pain ("I also get really bad sharp throbing pains during ovulation"), ovarian cyst ("I also get cyst on my ovaries if I'm not kept on bc"), chest pain ("chest pain"), pulmonary thrombosis ("blood clots in both of my lungs") and hot flush ("hot flashes"). The patient was treated with acetylsalicylic acid (aspirin), antithrombotic agents, venlafaxine hydrochloride (effexor) and surgery (total hysterectomy on 1st april (year unspecified)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, chest pain, pulmonary thrombosis and hot flush outcome was unknown, the alopecia was resolving and the ovulation pain and ovarian cyst had resolved. The reporter considered alopecia, chest pain, hot flush, medical device removal, ovarian cyst, ovulation pain and pulmonary thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hair loss, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was duplicate of case (B)(4). The case was deleted from the bayer database as all the information has been transferred from this case to retention case (B)(4). MFR number of retention case 2951250-2018-01921. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("my hair has been coming out too by handfuls when I wash my hair"), ovulation pain ("I also get really bad sharp throbing pains during ovulation") and ovarian cyst ("I also get cyst on my ovaries if I'm not kept on bc"). The patient was treated with surgery (total hysterectomy on 1st april (year unspecified)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown, the alopecia was resolving and the ovulation pain and ovarian cyst had resolved. The reporter considered alopecia, medical device removal, ovarian cyst and ovulation pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hair loss, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up received from social media. Reported information was added. Events - mittelschmerz and ovarian cyst were added. Surgery date was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.